Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was returned with a vial of liquid containing ptfe (polytetrafluoroethylene) coating particles, an attempt had been made to shape the guidewire tip, the guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling in multiple areas to 118cm from the proximal end, the core wire distal end was observed through the distal tip dome, and hydrophilic coating was hydrated there were no anomalies noted. A functional test was not required as the reported event was confirmed based on the device analysis. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event reported "that as the guide is inserted into the introducer, the introducer itself peels off the guide and pieces of the guide liner are dislodged". Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Analysis of the returned device found an attempt had been made to shape the guidewire tip. The guidewire was returned with a vial of liquid containing ptfe (polytetrafluoroethylene) coating particles. Scraping and peeling of the ptfe (polytetrafluoroethylene) was evident in multiple areas of the guidewire. The peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as reported and as analyzed ¿guidewire ptfe coating peeling¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that as the guidewire (subject device) is inserted into the introducer, the introducer itself peels off the guidewire (subject device) and pieces of the guidewire (subject device) liner are dislodged. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR). The device is not available to the manufacturer

Event description:
It was reported that as the guidewire (subject device) is inserted into the introducer, the introducer itself peels off the guidewire (subject device) and pieces of the guidewire (subject device) liner are dislodged. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.